Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted and back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer's mother reported that her daughter experienced consecutive high bg readings (greater than 400 mg/dl) over a 12 hour period despite having administered multiple correction boluses. The mother removed the pod and "found the cannula kinked". Despite the kink, the pod "did not alarm with an occlusion". The pod was removed and replaced; the new pod "regulated bg levels normally". No product will be returned for evaluation.